Event description:
Additional strand of plastic covering the side port and one with no side port. No reported patient harm or change in therapy.

Event description:
Additional strand of plastic covering the side port and one with no side port. No reported pt harm or change in therapy.